Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated. Further investigation revealed corrosion damage to the motor, bearing and other component parts; the corroded motor was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker microsagittal saw was sent in for repairs due to overheating during a procedure. No adverse consequence was associated with the product, another device was used to complete the procedure.